Manufacturer narrative:
The device has been received and based on the evaluation of the device this event is no longer determined to be reportable. This is based on the findings from the evaluation where a longitudinal rupture was identified in the balloon. A longitudinal rupture is not known to have caused or contributed to any injury and there is no history of this type of failure being reported. Therefore this complaint is now determined to be not reportable.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was received. The investigation is currently in progress.

Event description:
It was reported that the balloon ruptured. There was no difficulty removing the device from the hoop and no difficulty removing the sleeve or stylet. There were no kinks or damage noted prior to use. The device prepped normally. The device was to be used for cto. The target lesion was the popliteal artery. The lesion was calcified. The complaint device was inflated to 18 atm and the balloon ruptured. The device was removed from the patient. A merit inflation device was used to inflate the complaint device and this was used successfully with other devices. The device passed through a previously placed stent. The balloon was inflated three times prior to the burst. Another device was used to complete the procedure successfully. There was no patient injury reported.